Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, low volume in reservoir.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation, the updated device information and the implant date. A titan pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb between the first and second rib. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth, indicating stress was exerted. Abrasion was noted on the longer exhaust tube and inlet tube of the pump, exhaust tube of cylinder 2 and inlet tube of the pump. No functional abnormalities were noted with either cylinders or reservoir. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to excess stress on the pump bulb to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no abnormalities were noted during production. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received.

Event description:
Additional information received indicated "fluid loss?"